Event description:
It was reported the patient¿s device issued a vibratory alert and a red alert appeared via merlin. Approximately a week later the patient went to a clinic where it was determined that the patient¿s implantable cardioverter defibrillator was in back-up vvi because the device could not transmit or confirm data with merlin. A firmware download was successfully performed on (B)(6) restoring the device to its normal operations. The patient was stable before, during and after the reprogramming.